Event description:
It was reported that the partial break at the junction of the external connector of the tqt cannula and left wing. No additional information.

Event description:
It was reported that the partial break at the junction of the external connector of the tqt cannula and left wing. No additional information.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. Two (2) pictures were received and reviewed. Pictures one and two showed a tracheostomy tube with the tube broken but not detached from the base. No root cause can be determined from the pictures submitted. No corrective actions were performed since the root cause cannot be determined from the pictures provided.